Event description:
The customer stated that she tested her blood glucose using contour and one touch meters. The contour read 285 mg/dl, while the one touch read 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a result of "lo." The normal control range was 96-132 mg/dl. No adverse events were alleged. The customer used the last of the test strips while troubleshooting, so no product will be returned.